Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown liner, unknown stem, unknown cup. G2: foreign: country: australia. H6: component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Undated medical notes were provided and indicated the following: first revision due to dislocation. Head, liner, stem and cup explanted. Debrided non-viable tissue (necrosis). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint can be confirmed via the provided medical notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an implantation of a right total hip arthroplasty on an unknown date. The patient experienced may dislocations and multiple closed reductions. A revision was performed on an unknown date with the stem and head offset exchanged. A pseudotumor and tissue damage were noted. Nonviable tissue was debrided. Attempts have been made, and no further information has been provided.